Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, after the dental implant was installed in intraoral region #4, its non-osseointegration was observed. The implant was installed without immediately load. The patient presented poor bone quality/ quantity, fenestration happened during surgery and bone graft was executed.